Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an error message that appeared on screen and identified multiple brown spots due to insufficient reprocessing. The issue was found during reprocessing. There was no patient involvement or procedure, or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional evaluation findings were as follows: inspection found black spots inside the instrument channel, the plastic distal end cover had multiple scratches, the bending section cover had cracked glue, and the control knob movement had minor play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.